Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 505 mg/dl. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.